Manufacturer narrative:
Sections and the pt codes were updated to include the additional information for the reported event. H8 has been corrected to reflect the accurate information. This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00893 and 1225714-2014-00894.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with MDR 1225714-2014-00894.